Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was discarded. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-01963. It was reported that the patient underwent a full system replacement for her lumbar scs on (B)(6) 2020, due to high impedances on both leads.